Event description:
It was reported the patient's right atrial lead exhibited high impedances. X-rays taken indicated the lead was dislocated. Surgical intervention took place on (B)(6) 2015 at which time the patient's lead was explanted and replaced. No adverse consequences were reported. The patient was in good condition both pre- and post-operative.